Event description:
The suspect generator was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.550 volts, and the memory locations on the generator indicated that 1.959% of the battery had been consumed. The reported allegation of ¿high impedance suspected generator issue¿, was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
During implant surgery it was reported that high impedance was observed when connected the lead to the generator and also the test resistor. The surgeon opted to used a different generator and the impedance was within normal limits with the new generator. The generator with the suspected issue will be returned but has not been received to date. The device history records for the generator were reviewed. The generator passed final functional and quality specifications prior to release for distribution. No other relevant information has been received to date.